Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error. The customer¿s blood glucose was unknown. The customer reported that the insulin pump was not exposed to a high magnetic field. The customer reported that they were not able to rewind the pump. The customer was advised that the insulin pump requires replacement and advised to discontinue use of the pump. The customer was advised to revert to the backup plan. The insulin pump will be returned for analysis.